Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst noted a fresh 14-58 gray stylet was able to be fully inserted into the lead without resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician encountered difficulty inserting and removing different stylets while attempting to position the lead. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.